Event description:
A caregiver contacted baxter's technical service center to report the home patient (hp) was getting ready to connect and when they took the patient line out of the organizer, fluid started coming out of the top of it. This is reportable for a leak. The technical service representative (tsr) explained that the top of the patient line was actually vented to allow the air to come out of the line and fluid can come out of the top if the line was held down lower while priming. Follow up with the patient revealed that the end of the patient line was not correctly positioned in the organizer and a "little bit of fluid leaked out." The patient stated that they did continue with therapy and after therapy, they discarded the sample. The patient confirmed that they were doing well and there was no medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available, it was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this complaint was from a home patient for overprime. The complaint was not confirmed due to a lack of sample and batch review was not performed since lot number information was not available. This review found the labeling adequate for the potential use error in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.